Event description:
Info rec'd indicates the bed has no head or head hi/low up functions.

Manufacturer narrative:
The technician isolated the issue to faulty head and hi/low up valves. He replaced the valves to repair the bed.